Event description:
A malfunction alarm with code malf 12 was reported, and no notable events occurred prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. Customer support provided instructions to reset the pump, and the issue was resolved without recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if the issue occurs again.